Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid via an implantable pump. It was reported the pump pocket was infected after it was replaced. The patient¿s infusion system was explanted on (B)(6) 2020. The environmental, external or patient factors that may have led or contributed to the issue as well as the diagnostics and troubleshooting performed was noted as ¿n/a¿. The actions and interventions taken to resolve the issue was the infusion system was explanted and a new pump and catheter implanted on (B)(6) 2022. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.